Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was fluctuating and pump shut off unexpectedly. Customer's blood glucose was 130 mg/dl. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified; however, there were no issues found related to the reported shutdown. The information will be used for tracking and trending purposes.